Manufacturer narrative:
(B)(9). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the attachment device had a damaged component - bearings, ball bearing fell apart and missing balls and cage were not available. It was further determined that the device failed pretest for temperature, cutter insertion and lock operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Date device returned to manufacturer was entered as november 21, 2017. It has been corrected to december 8, 2017. Device evaluation: upon further evaluation of the returned device by reliability engineering it was determined that the device was tested and was found that a cutter could not be inserted into this attachment. Therefore the reported condition was confirmed. It was also noted that the cutter cannot be inserted due to the bearings being worn out and broken not allowing the cutter to pass through. Failure was caused by worn out bearings from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.